Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8fr sheath hole prior to an ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. While prepping a second proglide device, saline did not flow out of the marker lumen, therefore the device was not used in the patient. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 12fr sheath, and the ablation procedure was completed. Hemostasis was achieved with the one pre-placed proglide device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
Additional information: analysis of the returned proglide device that was reported as a marker lumen flushing issue occurring prior to use, noted that there was blood in and on the device which indicates that it would have been inserted into the patient anatomy.